Event description:
The reporter called and alleged discrepant resuls on the device when compared to the lab for multiple pts. The reported device result to lab inrs were 6.5/4.5 on 10/23/06, 7.6/5.7 on 10/23/06, and 5.4/4.1 on 10/24/06. The device was replaced and requested to be returned for evaluation.